Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported that the affected boom with the spring arm and monitor fell down during an ongoing operation and landed next to the patient on the operating table. As a result, the table top was bent. The ongoing operation could still be completed, after that the operating room was closed for use. No persons were harmed in the event, neither the patient nor the users.

Manufacturer narrative:
The investigation was based on the information provided, including photos and a visual and metrological inspection of returned parts. In addition, the component manufacturer responsible for the design was involved in the root cause analysis. As a result of the investigation, incorrect assembly of the system (ceiling bearing d60 ceiling bearing and monitor holder) was found; the slotted cone required for anti-rotation protection of the retaining ring had not been fitted. This resulted in an increased gap dimension and increased wear at the affected interface. Dimensional deviations on the affected mounting of the swivel arm were not detectable during the investigation; the dimensions corresponded to the manufacturer's specification. The dimensions of the monitor used on-site show a clear oversize in the device width compared to the specification of the dräger monitor holder, but for the relevant system interface between ceiling tube - swivel arm, this fact was assessed as negligible. The component manufacturer's assembly instructions specify three locking elements (retaining ring, slotted cone and washer) to be used during assembly. These three securing elements are part of the standard scope of delivery. The dräger assembly instructions do not correctly describe the procedure and terminology. In the present case, two identical systems were affected (op 10 and op 11), whereby the reported event ("falling down") had only occurred on one system. However, the on-site inspection of the systems also revealed an excessive gap between the ceiling tube and the swivel arm (missing slotted cone) and significant deformations of the stops on the second system. However, the function of the stops as anti-rotation devices was still fully given. According to the operating instructions, the condition of the arm system must be checked before each use and as part of an annual service. According to the instructions for use, the position and shape of the retaining ring of the arm system must also be checked as part of a 2-yearly inspection (safety-related check). For the system concerned (op 10), system maintenance had been overdue since 2020; since 2018, maintenance and servicing has been carried out in-house and no longer by drägerservice. For both affected systems on-site, safe condition was restored by replacing all affected components and properly installing the designated three securing elements. Further measures regarding the installed base will be implemented as part of a field action in the affected countries.

Event description:
It was reported that the affected boom with the spring arm and monitor fell down during an ongoing operation and landed next to the patient on the operating table. As a result, the table top was bent. The ongoing operation could still be completed, after that the operating room was closed for use. No persons were harmed in the event, neither the patient nor the users.